Event description:
Patient appeared to have 2 small 3rd degree burns on each axilla 10 days after treatment. There was a seroma under the burns on the right axilla. The seroma fluid culture tested positive for staphylococcus aureus. Update received (B)(6) 2025 indicated the patient has been cleared with no further treatment required.

Manufacturer narrative:
There was no device issue reported. Based on the information provided by the treating physician, this incident has been determined to be a rare risk of the procedure with no evidence of device malfunction. Burns and infection are known rare risks of the procedure as identified in risk analyses and device labeling.